Event description:
Significant reaction to the omentum and bowel (unspecified) [local reaction]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via a nurse regarding a pt (initials unk). The pt's medical history was not provided. On an unspecified date, seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane, was placed (location not specified). The lot number of seprafilm was not provided. It was reported that on an unspecified date, the pt had returned to surgery within six weeks and was found to have significant reaction (unspecified) to the omentum and bowel. The company assessed the event of completely adhered bowel and omentum as medically significant. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The relationships between seprafilm and the event was not provided by the reporter. This is 1 of 4 reports from the same reporter. The total list of cases from this reporter is (B)(4).

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm not affected by this report.